Event description:
The customer reported that the battery had to be charged every day, sometimes every other day, and that the pump button had to be pressed multiple times for the screen to turn on. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.